Event description:
It was reported during a da vinci s rectopexy procedure, the surgeon could not close the grips of an instrument on one of the patient side manipulator (psm) arms. Intermittent limitation to axis movements on one of the other patient side manipulator (psm) arms was also noted. The surgical procedure was delayed for approximately one hour due to this event and while the site converted to laparoscopic surgical techniques to finish the planned surgery. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the instrument grip issue and axis limitations reported by the customer were associated with two separate patient side manipulator (psm) arms. The psm is an instrument arm located on the patient side cart, that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the two affected psms. The two psms were returned to isi for failure analysis investigation. Engineering was able to replicate both the instrument grip issue on one psm and the axis limitation on the second psm. Evaluation of both psms found the wrist drive shafts spinning without stopping at the hard stop point and, the alloy screws used to hold the pulley inside the drive shaft brackets were found broken, causing the slippage. As of 2008, there have been no reported recurrences of the issue at this hospital.